Manufacturer narrative:
(B)(4).

Event description:
No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 05579.

Event description:
It was reported patient¿s hip was revised due to pain, cup loosening and screw breakage. The surgeon was able to remove the construct but left the end of the broken screw in the acetabulum. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected reported event was confirmed by evaluation of the returned devices. Visual inspection of the screw identified that the tip was fractured and damage to the thread form and the hex head feature was evident. Fracture surface analysis of the bone screw identified artifacts consistent with fracture due to torsional overload. The thread form near the fracture exhibited severe bending/ gouging opposite to the direction of the thread, indicative of contact with the shell during removal of the device. Subsequently, review of the x-ray provided identified the screw intact, with no clear fracture. Therefore, it is likely that this fracture occurred during removal of the screw during the revision. Visual inspection of the trilogy shell identified biological debris embedded across the outer diameter. Visual inspection of the poly liner identified severe rim damage, mostly in one quadrant. This is consistent with potential wear from the head articulating on the outer edge of the liner due to the improper positioning of the shell. Review of the x-ray provided identified the left total hip arthroplasty with an abnormal acetabular inclination angle of 58 degrees. Asymmetric positioning of the femoral head was identified as well, consistent with poly wear. X-rays from post implantation were not provided, therefore it is unknown if the improper positioning of the shell is from migration due to the reported loosening or a result of malpositioning. Review of the device history record identified no deviations or anomalies that may have caused or contributed to the reported event. Root cause was unable to be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.